Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said that system problem rm06 had appeared on either saturday or sunday. Pt said that they spoke with the rep on sunday who had them reset the controller. Pt said that the message hadn't appeared again and the message had just appeared that one time. Pt said that they were able to charge the controller and ins without any issues. Pt said that they hadn't been able to walk for many days due to so much pain which was causing their knees to buckle down. Pt said that the rep had them change from group b to group c and they were able to walk, but they were still in pain. Pt said that the rep told them that they could see them on wednesday, however the rep was not calling them back. Pt was actively charging the ins during the call. The equipment was working/ins was recharging as intended, so agent did not have the pt interrupt the ins recharging session to perform troubleshooting or obtain equipment serial numbers. Pt will call ps back if further assistance is needed. Agent reviewed rep role with the pt and redirected pt to hcp to further address the pain they were having. The patient (pt) provided the serial number of the controller. Patient reported that their pain issues are not resolved, and their implant is not holding a charge for even 24 hours. Pt noted their doctor will be replacing the implant. Pt noted they rely on their implant to live a normal life and without it their pain is unbearable.